Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2015. Recently, it was noted that the patient had and endoleak type ia. The physician elected to place one vela suprarenal and one infrarenal to resolve the leak. No additional patient sequalae has been reported at this time.